Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during on-site inspection of the equipment, the keyboard was malfunctioning and needed to be replaced. The keyboard was replaced, and the equipment function returned to normal. All functional tests were carried out on the equipment according to the factory requirements, and all test parameter results met the requirements and could be delivered to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) keyboard keys were malfunctioning which did not affect the main functions. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).